Event description:
The patient noticed leakage, but could not specify its location. The patient was connected and had used an assist device to make the spike/port connection. The call center talked about a risk of contamination due to this leakage and asked the patient to contact the hospital for further therapy instructions. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. Should additional information become available, a follow-up MDR will be submitted.